Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the moderately tortuous right coronary artery (rca). The physician inflated the (B)(4) maverick xl balloon dilation catheter to 5 atms and the balloon ruptured. The number of inflations prior to the rupture is unknown. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)